Manufacturer narrative:
The pt received a burn, although the extent of the burn is not clear. The doctor does indicate in an email that the pt was scarred. The handpiece was out of specification on all settings. No clear root cause was determined when evaluated by cutera.

Event description:
Physician performed limelight treatment to upper back, shoulders, chest and face. Pt was diagnosed with "first and second degree burns" resulting is "scars". The limelight handpiece was out of specification. Dose, frequency and route used: b - 16-18j transdermal.